Event description:
The customer reported the system had a horizontal line pattern on the monitor. The case was complete but system was not used the rest of the day. No patient injury was reported.

Manufacturer narrative:
The service rep ordered a video controller pcb. The service rep installed the video controller and finished the call.